Event description:
It was reported that patient underwent total knee arthroplasty (B)(6) 2012 utilizing signature guides. The surgeon drilled the holes to place the guides and noticed the external rotation was increased. He then decided to complete the procedure with traditional instrumentation and had to drill another set of holes to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Implant/explant date - n/a. Evaluation of suppliers planning and procedures is in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
After reviewing design plans, supplier noted there were areas of over and under segmentation in the femoral guide planning. This inaccuracy could have led to less than optimal femoral guide fit. The supplier has initiated corrective and preventative action in response to this event.